Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery and spinal pain it was reported that their battery was fully depleted. It was reported that their rechargeable battery was not working properly so they replaced it with a prime cell battery. It was later clarified that by "not working properly" he means that he had problems with charging the battery and that sometimes it wouldn't work and they will end up attempting to charge for several hours and the ins would not be charging.